Event description:
Customer complains a blood leak into treatment. The pt lost approx 300ml of blood that was not returned by facility's policy. The treatment was stopped and restarted after changing the dialyzer without any further problems. No medical intervention needed.